Event description:
Patient was revised to address pain and elevated metal ion levels. Update rec'd 5/22/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from metallosis and discomfort. Update rec'd 8/14/2014- pfs and medical records received. After review of the medical records the revision operative note indicated metallosis and corrosion on the stem and head. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/4/2014.

Manufacturer narrative:
Patient was revised to address pain and elevated metal ion levels. Doi (B)(6) 2007 - dor (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative:  UDI: (B)(4).

Event description:
Ppf alleges metal wear. After review of medical records, patient was revised to address right total metal-on-metal hip arthroplasty. Patient elevated metal ions were also confirmed with chromium level of 9.5 and cobalt of 10.5, no units provided.